Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using a bd nexiva¿ closed IV catheter system - dual port 20 ga 1.00 in the tubing cracked which caused blood to backflow and leak from the device. No exposure to blood/bodily fluid and no medical intervention were reported.

Manufacturer narrative:
The following information has been corrected: b.5. Describe event or problem: it was reported while using a bd nexiva¿ closed IV catheter system - dual port 20 ga 1.00 in the tubing cracked which caused blood to backflow and leak from the device. No exposure to blood/bodily fluid and no medical intervention were reported. The following information was provided by the initial reporter: material no.: 383536 batch no.: 9155870 per complaint form: it was reported to us by nursing staff "apparently the piggy back tubing was cracked causing blood to flow back and leak from the device". F.10. Device codes: 1354.

Event description:
It was reported while using a bd nexiva¿ closed IV catheter system - dual port 20 ga 1.00 in the tubing cracked which caused blood to backflow and leak from the device. No exposure to blood/bodily fluid and no medical intervention were reported. The following information was provided by the initial reporter: material no.: 383536 batch no.: 9155870 per complaint form: it was reported to us by nursing staff "apparently the piggy back tubing was cracked causing blood to flow back and leak from the device".

Manufacturer narrative:
H.6. Investigation summary our quality engineer inspected the samples submitted for evaluation. Bd received 12 unused representative nexiva 20ga units in sealed packages from material number 383536, lot number 9155870. Through the visual/microscopic evaluation of the returned units, the wedge, primary septum and the grey canister were installed properly. There were no holes, kinks, splits, or wrinkles observed in any of the catheter tubing or the extension tubing. A water/air leak test was performed where leakage was not observed with any of the units. The returned units provided for evaluation met and performed per the required manufacturing specifications. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failure stated in the report. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see section h.10.

Event description:
It was reported while using a bd nexiva¿ closed IV catheter system - dual port 20 ga 1.00 in the tubing cracked which caused blood to backflow and leak from the device. No exposure to blood/bodily fluid and no medical intervention were reported.